Event description:
The dental implant fx6010swc fell out of the site on (B)(6) 2017 due to failure to osseointegrate approximately 3 months after implantation. The patient had no significant medical history and will require another surgical intervention.